Event description:
It was reported the patient experienced an increased stimulation sensation when using an electric toothbrush while recharging their implantable neurostimulator (ins) in the evening. The reporter stated the patient was unable to communicate with the ins until morning. It was noted that this event occurred a couple weeks ago and since then the patient had been recharging more often. The reporter stated the patient was recharging every 2.5 weeks and now was recharging ¿every couple weeks.¿ it was noted the patient stated the toothbrush incident was a ¿horrible experience.¿ it was noted the toothbrush was not plugged into the ac outlet at the time of the incident. It was further noted the patient stated that no other cause could have affected them. The reporter stated they interrogated the ins and everything was ok. It was noted that therapy had returned to normal. Additional information received reported the patient experienced an overstimulation sensation when recharging their ins approximately 3 weeks ago. The reporter stated the patient received too much stimulation when they were brushing their teeth with an electric toothbrush and recharging at the same time. It was noted the ins was off because the ins level was too low to turn stimulation on. It was further noted the patient was not recovering from an overdischarge and the patient had never had an overdischarge. It was noted the patient stated they did not knowingly press any buttons while brushing their teeth and charging their ins when the overstimulation sensation stated. It was further noted that after the sensation stated the patient tried to use the recharger and patient programmer, but they got no telemetry. The reporter stated the patient was able to turn the ins off the next morning and the overstimulation sensation stopped. It was noted the patient had one lead for right leg pain, but they felt the overstimulation sensation in their left leg too. It was noted the patient was recharging more than expected since the overstimulation event. It was further noted the patient was charging every week where as they used to charge every 2.5 weeks. The reporter stated that a recharge calculation based on the patient¿s parameters estimated the recharge interval to be 7.07 days. It was noted the patient had increased their settings some over the past week due to ¿recent family event.¿ it was further noted that the manufacturing representative measured impedances were all around 1000 ohms. The reporter stated they reset the recharger since the recharger was stuck on the antenna locate screen. Additional information received reported that the patient had an overstimulation sensation. It was noted the patient was recharging as normal and when they went to use an electric toothbrush their stimulation went on extremely high and was very uncomfortable. It was further noted the patient could not communicate with the ins using the patient programmer or recharger to turn the ins down or off. It was noted that both devices showed the ¿cannot communicate symbol.¿ the reporter stated the patient had to leave their stimulation running overnight until their patient programmer worked and they were able to turn stimulation down and off. It was noted the system had been working fine. It was further noted the patient thought that since this event there were having to recharge their ins every week where before they recharged every 2.5 weeks. The reporter stated that patient was very distressed after the overstimulation event. It was noted the patient checked the ins and everything looked fine including impedances.

Manufacturer narrative:
Concomitant products: product ID 37752, product type recharger. (B)(4).